Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system unable to power on. Upon troubleshooting, the philips field service engineer (fse) visited onsite to check the system and found system had been down due to the pdu (power distribution unit) failure. To resolve the issue, fse replaced the power distribution unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.